Event description:
The pump was reported to have infused too fast. The report stated that the pump emptied within 24 hours, but a moderate amount of fluid was in the storage bag while waiting to be returned.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The report stated that the pump had infused too quickly. The actual device was reported to be available, but have not yet been received. This complaint is under investigation.